Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted. The ins battery reached 2.72v at the end of (B)(6) 2016 and end of life (eol) in november 2016. The ins was programmed to 3.1v, 90 usec, and 130 hz. No cause was noted and no diagnostics or troubleshooting was done. The ins battery was going to be replaced urgently. The issue was resolved at the time of this report and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.